Event description:
It was reported that there was a tear at the connection part of the flat drain. The tear occurred during insertion with a trocar. Another drain was placed. There no adverse pt consequences.